Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a low battery alarm after they went to bed and they saw a replace battery now alarm in the history. They also reported that when they woke up the insulin pump had a blank display. The customer stated that the display was blank for less than 30 seconds. They inserted a new battery then received a power loss alarm. The customer's blood glucose level during the incident was 300 mg/dl. The customer was advised to monitor the insulin pump after troubleshooting was performed. Additionally, the customer also reported that they received an insulin flow blocked alarm. The customer's blood glucose level during the incident was 90 mg/dl. The issue was resolved with a reservoir change. The device will not return for analysis.